Manufacturer narrative:
The ge rep verified the problem with the hv cable assembly. He ordered the cable assembly and replaced it. The rep ran the system and verified proper operation. System is operating as intended.

Event description:
The customer reported to the ge service rep while he was on site that the hv cable insulation was cut and wires were exposed.